Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, tissue was pushed and not cut during the 4th fire of a sureform 60 stapler instrument. Before the tissue was pushed, there were 1-2 pauses during the firing sequence. The fire completed all the way to the end. When the surgeon opened up the jaws of the stapler instrument, the staple line was observed to be open on the patient side of the stomach. In addition, there was bleeding. There were no formed staples proximal to the opening in the stomach. There were multiple malformed staples in the abdomen. The surgeon then elected to convert the procedure to traditional laparoscopy. The surgeon finished the sleeve gastrectomy using 1 fire with a handheld laparoscopic stapler instrument. The surgeon also over-sewed the open staple line on the patient side with 2 layers of sutures. Additionally, the surgeon conducted a leak test and no leaks were detected. The surgeon was able to complete the procedure and closed the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. As of the date of this report, the stapler reload and instrument have not been received for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if additional information is received. The stapler logs have been reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show sureform 60 stapler instrument (part #480460-09, lot #l93220503-0312) was installed 4 times and fired 4 reloads (all blue). All firings were completed per the logs. The first 3 firings had 1 pause for compression. The 4th firing was also completed, but the peak firing force recorded was much higher compared to the first 3 firings. Also, the 4th firing also had more pauses for compression (~3 or 4) than the other 3 firings. A review of the system logs for the event date of (B)(6) 2022 has been performed by an isi post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. No video/images were provided by the customer for review. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, tissue was pushed and not cut when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. As a result, the staple line was observed to be open, there was bleeding, and there were multiple malformed staples in the abdomen. The surgeon elected to convert the procedure to traditional laparoscopy and the surgeon finished the sleeve gastrectomy using a handheld laparoscopic stapler instrument.